Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the reported problem. The fse found unknown contamination throughout several components of the iabp unit, including the pressure and vacuum lines. The contamination looked like sand and oxidation; and many components & filters were clogged beyond repair. The fse replaced the reservoir assembly, 5000 hour preventative maintenance kit (rebuilt pump assembly), drive manifold, fill manifold, 9 psi relief valve and a new muffler. The fse cleaned out the remaining lines and fittings and reassembled the unit. All functionality tests were performed and checklists completed. The fse advised the customer that they should replace the safety disk because of the contamination. The removed parts will be sent to the manufacturer for evaluation of the root cause of the contamination. The iabp unit passed all tests and was cleared for clinical use. Cause traced to component failure.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the pneumatic performance test. During the performance test the inflate transition was reading high and average pressure was reading low. There was no involvement and no adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the pneumatic performance test. During the performance test the inflate transition was reading high and average pressure was reading low. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The removed parts will not be sent to the manufacturer for evaluation of the root cause of the contamination. It was reported by the customer that during their own internal investigation, they found that their helium source was contaminated. This was most likely the cause of the failure that occurred and the need to replace the contaminated parts. The issue was been corrected on the customer¿s end and therefore no investigation of the removed contaminated part will be conducted by getinge.